Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead is exhibiting low, fluctuating impedances. At 010510: it was reported the lead was replaced due to no capture and unacceptable thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead is exhibiting low, fluctuating impedances. (B)(4): it was reported the lead was replaced due to no capture and unacceptable thresholds. It was further reported that the lead apparently fractured. No patient complications were reported as a result of this event.